Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a tear of urethral wall during the implant surgery. The aus was implanted. No further patient complications reported.